Event description:
Varian's customer reported, "the qa phantom was dropped, but used in damaged condition to set up treatments. Customer tried to re-adjust the floor stand to correct deviations from damaged phantom. Treatment may have missed target."

Manufacturer narrative:
On 3/28/08, the varian service representative reported that the qa phantom was dropped by the customer, which caused damage to one of the screws that locates and attaches to the iss head. "We were shown a pt set up with the qa phantom mounted on the iss head. We observed the ball (attached to the qa phantom) deviation from the center of the collimated field (6.4mm ball was almost touching the edge of a 10mm cone field). This was looked at with the bent screw and the new replacement. With the bent screw the phantom position deviation was dependent upon the orientation of the screw, the bend causing it to rotate on an eccentric path, changing the position of the ball as it moved." Actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.